Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient was having blood glucose (bg) levels ranging from 50 - 300 mg/dl, with stomach pain. The reporter states that they have used multiple infusion sets that when bg was elevated, luer lock connection of cartridge and set was loose, with leaking and air bubbles present. This complaint is being reported because the patient experienced hyperglycemia and the luer lock connection issue was not resolved.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.